Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the power went off during surgery" (loss of power). The nurse reported the power went off during surgery. The system was rebooted and the cases were completed without incident. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The power control module was replaced as a preventive measure. The system was then tested and met all product specifications. The power control module was tested and the problem could not be duplicated. A review of complaints for the last 24 months did indicate two additional related reports for this system. An internal investigation has been opened to investigate the reports of the system automatically shutting down. (B)(4).